Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with ventricular tachycardia underwent radiofrequency ablation and suffered from pneumothorax requiring drainage. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿efficacy of intensive radiofrequency energy delivery to the localized dense scar area in post-infarction ventricular tachycardia ablation¿ the purpose of this study was to determine the efficacy of intensive radiofrequency energy delivery to the localized dense scar area in post-infarction ventricular tachycardia ablation. The study was conducted from april 2007 to may 2012. Navistar catheter was used in this study, however catalog and lot numbers are unknown.